Manufacturer narrative:
The device was returned to olympus and the evaluation found free lock lever adhesions and main body adhesions. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited free lock lever adhesions and main body adhesions. There was no patient involvement.